Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the instrument could not start because of a power board failure. The fse replaced the power board to resolve the issues and return the instrument to operational status. The repairs were verified by the fse. Upon further investigation of the returned part a charred region was discovered on the board. (B)(4).

Event description:
The customer reported the allegra x-30r centrifuge would not start. No fire, spark or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.